Manufacturer narrative:
Third party analysis was conducted and found the provided x-rays there does not appear to have been any significant cup migration with regard to the inclination angle. However, it was not possible to comment on the anteversion angle with the x-rays provided. The hip stem was in varus with the stem tip abutting the lateral femoral cortex, but there was no evidence of instability or migration. However, there was subtle evidence of calcar erosion over time. Due to insufficient data it is difficult to comment on the cause of the reported pain. Possible causes of pain in absence of armd can be impingement, component loosening, infection and end-stem pain. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(4), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 due to pain.